Event description:
It was reported that an ilet user experienced hyperglycemia after lunch, with blood glucose reaching approximately 387 mg/dl while the pump display indicated insulin delivery and the cartridge was found empty; the agent counseled that delivery appeared to have occurred and that absorption issues such as a bent cannula, poor site, or scar tissue could be contributory, and advised a full supply change with a new site. Symptoms included elevated blood glucose. Outcomes included troubleshooting and education with instructions to monitor for a downward trend and to perform a fingerstick if the meter reading exceeded range. Investigation included remote assessment and user-directed troubleshooting focused on infusion set, site selection, and supply replacement. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction, with a suspected infusion site or cannula-related absorption issue. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.